Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that 4 of the wires arrived bent, causing the coils to separate. None of these wires made patient contact, so there were no injuries or additional procedures reported. It was further confirmed that their distal solder connections were broken.